Event description:
The facility reported an infusion pump with "air problems." Information was not provided regarding whether or not the device was in patient use when the event occurred. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. Though requested, no add'l info was provided regarding pt's demographics, medication involved, or device programming. Although requested, no add'l contact info was provided.